Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted because she no longer wanted kids. The consumer would have a tubal ligation done and did the necessary blood work, took a pregnancy test. She contacted the hospital for pre-registration later and the doctor suggested essure since she had a cesarean and was overweight, she wouldn't be a good candidate for tubal ligation. On (B)(6) (year not reported), she went to physician office and took a mixture of pills and was put into a room with him as well as his assistant. She remembered being doped up while she watched him clumsily poke at her fallopian tubes, it felt like she was being pinched. He was as able to get the coils in, took pictures and left the room; another nurse came in and gave her a depo shot so she would be on birth control during the three month waiting. She reported her periods changed within that time, going from quite regular 5-7 day, 29 apart to 15-21 day, and 20 apart. She stated that it wasn't super heavy, it was just there. She called the doctor and he said it was the depo that caused her period to change; she had cramping on and off during that time. Three months later she went in for her hsg (hysterosalpingogram), when the radiologist began he mentioned that he needed to get more dye since her uterus seemed to be rather large, she was quickly able to see that her coils did not look like the standard pictures that she saw on the internet. One coil was all the way down the tube while the other broke through the tube it was placed in. The physician confirmed that one tube was closed while the other was not; he told her she would need to be on birth control which she did not want since the whole purpose of getting this was to prevent pregnancy. She stated that after that she was at a higher risk of having issues, within two weeks she was at the hospital getting her tubes removed by a different doctor. The doctor told her that one of the coils was embedded in her uterus and she wasn't able to remove it, but she had one out at least and her periods quickly returned to normal. She reported she felt better 2 days out from surgery. Follow up information from 12-aug-2015: FDA docket number is (B)(4). Product technical complaint (ptc) investigation result received on 03-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and hsg (hysterosalpingogram) test showed one coil was all the way down the tube and the other broke through the tube it was placed in. She was submitted to a surgery to remove the fallopian tubes, but physician was unable to remove one of the coils which was embedded in consumer's uterus. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information, except for device breakage (unlisted). During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion (to uterus), migration (to peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this case, the events were diagnosed at 3-month hsg. Although their exact mechanism is unknown; considering their nature; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.